Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited difficulty converting a ventricular arrhythmia. This device delivered two shocks resulting in the arrhythmia to be faster and disorganized. Three additional shocks were delivered however the arrhythmia persisted. External defibrillation was delivered with a sinus rhythm achieved. An x-ray was completed with confirmation that the position of the system does not fully cover the ventricle. Device data also showed an increase in impedance measurements from the measurements taken at implant. This system was subsequently electrically deactivated and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited difficulty converting a ventricular arrhythmia. This device delivered two shocks resulting in the arrhythmia to be faster and disorganized. Three additional shocks were delivered however the arrhythmia persisted. External defibrillation was delivered with a sinus rhythm achieved. An x-ray was completed with confirmation that the position of the system does not fully cover the ventricle. Device data also showed an increase in impedance measurements from the measurements taken at implant. This system is expected to be revised at a future date, however does remain in service. No additional adverse patient effects were reported.